Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: no product quality issue; patient wanted to switch to silicone manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient underwent unspecified breast surgery with an unknown size unknown saline implants on both sides at an unknown date. Patient wanted to switch the saline implants with silicone implants. Hence, patient went under explantation and replacement with catalog number 3502254bc; serial number (B)(4) on the right side and with catalog number 3502254bc; serial number (B)(4) on (B)(6)2018. This report is for the patient¿s right-sided device.